Event description:
The facility reports the patient was in a high back tub chair with no shoulder strap on. The patient only had the waist belt on; the patient did not like the shoulder strap, so the carers did not use it. The patient slid out of the chair under the belt. The resident suffered a small abrasion to the tip of their nose and a fractured femur.